Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter casuality: possibly related for knee was sore/pain with throbbing and sharp pain under the knee cap and slightly swollen (no bruising). Seriousness criteria: required intervention for knee was sore/pain with throbbing and sharp pain under the knee cap. No further information was available. Additional information was received on (B)(4) 2015. Ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(4) 2015 from a doctor based on which this case initially considered as non-serious was upgraded to serious and the case became medically confirmed. Additional event of joint aspirate was added along with details. The event verbatim of knee was sore/pain with throbbing and sharp pain under the knee was updated to knee was sore/pain with throbbing and sharp pain under the knee cap. Corrective treatment and seriousness criteria for knee was sore/pain with throbbing and sharp pain under the knee cap was added. Outcome of both the events was updated from unk to recovered/resolved. Lab details were added. The reporter casuality was added. Action taken was updated and frequency of synvisc one was added. Clinical course was updated and text was amended accordingly.

Event description:
Based on the additional information received on 6/5/2015, this case initially considered as non-serious was upgraded to serious because the event of knee was sore/pain with throbbing and sharp pain under the knee cap was upgraded to serious (required intervention). Also, the case became medically confirmed. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a pt. This case involves a (B)(6) male pt whose knee was sore/pain with throbbing and sharp pain under the knee cap, slightly swollen (no bruising) and had joint aspirate (joint effusion) after receiving treatment with synvisc one. The pt's medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the pt received treatment with intra-articular synvisc one injection into his left knee once (dose, indication, lot number and expiry date: not provided). On (B)(6) 2015 (tuesday night), the pt's knee was sore and slightly swollen (no bruising). On (B)(6) 2015, in the night, the pt woke up in pain with throbbing and sharp pain under the knee cap. It was reported that no clear cause of joint pain was known from joint aspirate. Pain was settled with steroid injection after 48 hrs. The synovial fluid (micro/cult) left knee fluid showed red cell count: less than 0.1 x 10e9l; white cell count: less than 0.35 x 10e9/l; neutrophils: 6% (less than 0.21) and mononuclears: 94% (less than 25). The microscopy comment was: the specimen submitted was clotted. White and red blood cell counts might be falsely decreased. Differential and cell count result should be interpreted with caution. Polarized light examination showed no crystals and gram stain test showed no microorganisms. Corrective treatment: steroid injection for knee was sore; pain with throbbing and sharp pain under the knee cap; not reported for slightly swollen (no bruising) and joint aspirate. Outcome: unk for joint aspirate; recovered/resolved for knee was sore; pain with throbbing and sharp pain under the knee cap, slightly swollen (no bruising).